Manufacturer narrative:
(B)(4). Additional information: the analysis results of the pouch found that only the bag with the suture was received for analysis. The bag was partially cinched and the suture was found to be cut. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. As the pouch device was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a cholecystectomy procedure, during removal of the gall bladder in the pouch through the umbilicus, the bag stretched and broke where they believed gall stones were. There were two large gall stones present. It was reported to be irrigated and no visible pieces were reported. It was reported that the bag did approximate and broke at the bottom.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Ethicon spoke to the surgeon and is summarized below: the surgeon is not sure there is a piece of the pouch retained by the patient, only that the rent in the bag appears to be so. However, the surgeon also explains this may well be due to the stretch on the bag. The material is not labeled for permanent implantation, it is medical grade polyurethane with low potential for toxicity. At this time there is no plan to perform an exploratory laparotomy. If further details are received at a later date a supplemental medwatch will be sent